Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history review (dhrs) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement abbott diabetes care (adc) device was reported. The replacement device was issued due the device would only power on while connected to the data cable. Due to delivery delay, customer was unable to test and experienced a loss of consciousness and was unable to self-treat, requiring 3rd party treatment of a "sugar water" by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Event description:
A delivery delay with a replacement abbott diabetes care (adc) device was reported. The replacement device was issued due the device would only power on while connected to the data cable. Due to delivery delay, customer was unable to test and experienced a loss of consciousness and was unable to self-treat, requiring 3rd party treatment of a "sugar water" by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned reader (B)(6) was investigated with retained test strips. Visual inspection has been performed on returned reader. No issues were observed. Reader did not power on with button depression, strip insertion. Reader was heated up to a high temperature while charging reader. Reader was powered on with cable. Returned reader was de-cased and internal visual inspection has been performed and no issues were observed. Extended investigation was performed due to overheating reader. A visual inspection has been performed on the returned reader's pcba (printed circuit board assembly). A thermal imaging camera was used. The resistance across diode was measured. This indicated a short in the diode or across pin. The pin was removed and measured the resistance between pins 1 and 5 which was indicated the pins are shorted. The returned reader was connected with a known good battery. The returned reader was observed to powering on and showing temporary white screen. Cpu was observed to be still overheating and the battery was draining fast. Further investigation was performed. A visual inspection was performed with a digital microscope on the de-cased reader and the reader pcba (printed circuit board assembly). It was observed that pin was missing. The missing component was replaced with a functional component for further testing. The reader was powered on and observed a blank white screen for few seconds before the reader was turned off without user action. Further testing was performed on the reader's subassembly. The returned reader was observed under a thermal camera. The reader's battery management and microcontroller chips were observed to be hotspots on the thermal camera. It was determined that this issue was caused by user using a non-abbott provided usb adapter which was caused overheating components. The use of the incorrect usb adapter can result in faulty components and blank screen/power on issues. Therefore, the issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.